Event description:
It was reported that this implantable pacemaker exhibited high within range pacing impedance measurements on the right ventricular channel. It was decided to continue monitoring the patient. This device remains in service. No further adverse patient effects were reported. Further information was received that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead and noise. Technical services (ts) recommended further evaluation. This device remains in service. No adverse patient effects were reported.